Manufacturer narrative:
The altl reagent lot number was 776856 with an expiration date of 30-apr-2025. The field service engineer (fse) found the spring holder/spring was dislodged from the rinse mechanism. The fse replaced the spring holder and secured it to the rinse mechanism. A 21-cup precision and patient comparison was performed with acceptable results. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. During a review of the alarm trace data, "abnormal probe-sucking" flags were observed. These flags are an indication of possible poor sample quality. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for altl alanine aminotransferase - pyridoxal phophate activated (altl) on a cobas 6000 c (501) module. Patient 1 initial result was 349 u/l. The repeat result was 8 u/l. Patient 2 initial result was 503 u/l. The repeat result was 43 u/l. The initial results were reported outside of the laboratory where they were questioned. The repeat results were believed to be correct.